Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal insertion sheath was withdrawn, the collagen sponge came out of the skin and the hemostasis failed. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The estimated blood loss was less than 250 cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. There was no other devices or equipment used with the reported product. Additional information was received on 10jun2020. The collagen sponge was the only subcomponent to come outside of the patient's skin. The anchor and suture remained in the patient's body. No problem was found on the suture that connected the collagen and anchor. All the steps to deploy the device were followed. There was no problem in the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.